Event description:
As reported by the field clinical specialist, the first 23mm sapien 3 ultra resilia valve deployed too low - 20% aortic/80% ventricular on the lcc side. The too low placement was due to incorrect gantry view for alignment of new valve to native annulus. A second s3ur valve was prepped for implantation but was aborted as the passage of the delivery system pushed the first valve into the ventricle. The first valve was retrieved from the ventricle using snares and a balloon and ultimately secured in the descending aorta. There was no issue tracking the second valve and delivery system through the patient. There was no difficulty crossing as the second valve did not cross the first valve. As the nose cone of the second valve and delivery system was advanced into the ascending aorta, forward motion of this second delivery system, pushed the first valve (which was currently anchored 10-90 in the annulus/lvot) and resulted in ventricular embolization of the first valve. The second valve and delivery system were safely removed from the patient and discarded. There are no plans for further information as the patient is now deceased. Prior to the notification of death, the patient was on a ventilator post procedure. The exact cause of death is unknown. They withdrew care from the ventilator because the patient did not want a tracheostomy which was the next step. It should be noted the patient did not have a stroke despite extensive CPR when the first valve was in the ventricle.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Reference 2015691-2026-11413. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in section h11 were updated. Section h6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. No product was returned to edwards lifesciences for engineering evaluation. The reported event does not allege a malfunction that may be related to an edwards (ew) manufacturing deficiency, a manufacturing deficiency was not confirmed through investigation, and/or the event does not allege a labeling issue or device related infection. Therefore, the device history record review is not required. The reported event does not allege a malfunction that may be related to an edwards (ew) manufacturing deficiency, a manufacturing deficiency was not confirmed through investigation, and/or the event does not allege a labeling issue or device related infection. Therefore, the lot history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The provided imagery was reviewed, and the predicted coplanar view changed from 11 degrees to 23 degrees during procedure. There was incomplete visualization (non-coplanar) of all three aortic valve cusps with adjusted view. There was improper positioning before deployment, poor coaxial alignment of the valve and delivery system. It was noted there was mis-alignment of valve with base of cusps during deployment. The malpositioned thv was positioned below base of cusps, too ventricular at lcc side. Guidewire was not aligned coaxially with thv. The embolized thv in the lvot after crossing attempt of second valve. The commander delivery system with s3/s3u/s3ur thv, procedural manual, and bicuspid aortic valve screening supplemental were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The malposition and embolization were confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. In this case, the use of a non-coplanar fluoroscopic view prevented a clear view of all three aortic cusps. This led to poor alignment between the valve and the base of the cusps, causing the valve to be positioned incorrectly (both before and during deployment), and ultimately resulting in the malpositioning of the thv on the lcc side. Per training manual, ''a coplanar view is critical for correctly positioning and deploying the thv''. As such, available information suggests procedural factors (improper coplanar view) may have contributed to the complaint event. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. In this case, the incident (first) thv was malpositioned with a 10:90 (ao/lv). To correct this, a second thv was advanced; however, as the second thv crossed the poorly anchored incident (first) valve, it caused the incident (first) thv dislodge and embolize into the ventricle. This suggests that the combination of the initial malposition and the crossing technique likely led to the ventricular embolization. As such, available information suggests procedural factors (low malpositioned thv) may have contributed to the complaint event. A product risk assessment (pra) is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.